Event description:
The customer reported that a pump over-infused while connected to a patient. The nurse programmed the pump to deliver the infusion over 2 hours and the pump infused the bag in 25 minutes. There is no report of patient harm. No other information provided by the customer.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.